Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 47mm diameter abdominal aortic aneurysm. It was reported that the patient presented emergently with a cold leg and thrombosis of the right limb. The patient received treatment with thrombolysis and balloon angioplasty of the right limb. As per the physician, the cause of the event was due to an oversized stent graft. No additional clinical sequelae were reported and the patient is fine.